Event description:
Spouse of the home patient (hp) reported the hp was overfilled with fluid while using the homechoice cycler for apd therapy and related that the hp has a last fill volume of 200mls, which is drained at the start of the next apd therapy. During the initial drain phase of apd therapy, the hp received a "low drain volume" alarm and suspected they were empty. Although the hp had not drained any fluid during the initial drain, the "low drain volume" alarm wad bypassed and the cycler was advanced into fill 1. During fill 1 the hp received a "check your position" notification and the spouse noted that they had not fully opened the hp's transfer set, which had resulted in no fluid flow to or from the hp. The hp's transfer set was opened and fill 1 continued, allowing the cycler to deliver the preprogrammed fill volume of 2300msl. The hp felt full and placed the cycler into a manual drain until they felt relieved, after which they continued therapy to completion with no further difficulties. There was no patient injury or medical intervention as a result of this incident.